Event description:
It was reported that the ventilator did not cycle. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator did not cycle. According to the service report, the expiratory membrane was replaced. There is no further information on why it was replaced or how the reported issue was resolved. The device logs were not provided. The root cause to the reported issue could not be established by this investigation.